Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the translucent piece around the reservoir compartment was loose and did not sit properly. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.